Manufacturer narrative:
Upon completion of the investigation, it was noted that the proximal end of the catheter was not returned, therefore, the customer's comments could not be confirmed regarding the broken piece of catheter. It was also noted that the device failed the pressure test, which was the likely root cause for the problem reported by the customer. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that the device was revised as a result of a broken catheter and a possible shunt malfunction.